Manufacturer narrative:
(B)(4). Add h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that"applicator deployment issue" occurred. It was confirmed that the sensor did not detach from applicator. And applicator was stuck in the patient¿s arm. The patient received a lidocaine injection (im). It was not documented how the alleged sensor wire was removed and assisted from the patient¿s arm. At the time of the report, patient condition was stable. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4). B5: additional information. H2: additional information. H6: health impact code: additional information.